Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Block h10: investigation results a visual examination of the returned complaint device revealed it was torn longitudinally. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. This failure is likely due to adverse factors and/or conditions related to the procedure during the use of the device which limited the performance of the device. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 10:59 am CT. The report number is being corrected from: 3005099803-2018-62193 to: 3005099803-2018-61621.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the common bile duct (cbd) during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon exploded. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the common bile duct (cbd) during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon exploded. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.